Event description:
This is a report of a home patient that experienced peritonitis and subsequently passed away. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient was treated with vancomycin (route, dose, and frequency not reported) for peritonitis. It was reported that the cause of death was peritonitis. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, or if additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h13d11012. No issues were noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.